Event description:
It was reported to gore that a patient underwent a ventral hernia repair using the component separation technique where gore bio-a tissue reinforcement material was used. Sixteen days post procedure, the patient underwent a second surgery after developing an infection and low grade fever whereby the device was removed. Additional event specific information not available.

Manufacturer narrative:
Method, device was not returned for evaluation. Results, review of quality records the device was not returned for evaluation, therefore, a direct product analysis could not be conducted. A review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Based upon the available information, the exact cause for the reported event cannot be determined. There are many complex clinical variables, such as patient condition which may have been related to the reported infection, but there is no indication that a device defect or malfunction was involved. The gore bio-a tissue reinforcement material is provided sterile for single use only. The instructions-for-use identifies the possible adverse reactions with the following statement, "possible adverse reactions may include, but are not limited to, infection, inflammation, adhesions and seroma formation" which are consistent with the anticipated, potential complications associated with the surgical procedure itself. All available information has been placed on file for use in tracking, trending and follow up.